Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location and the patient undergoing an MRI procedure have been ruled out as potential causes. Additionally, the stimulator was not damaged before the implant procedure, the patient does not have contraindicating conditions, and the implant procedure was performed per the IFU. The neurosurgeon believes the patient may be a 'twiddler' who could feel the lead (due to weight loss) and has been turning the lead through their skin with their fingers. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to patient non-compliance as they picked or touched at the wound (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is doing well and a procedure to be re-implanted is planned for (B)(6) 2023.